Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report lower than expected vitros tsh results were obtained from samples from five different patients when tested using vitros immunodiagnostics products tsh reagent, lot 7572, on a vitros xt 7600 integrated system. The results were considered lower than expected when compared to non-vitros roche method results using the same samples. Patient 1 sample 1 vitros tsh results of 0.2 uiu/ml (hyperthyroid) vs expected non-vitros result of 1.3 uiu/ml (euthyroid) patient 2 sample 1 vitros tsh results of <0.2 uiu/ml (hyperthyroid) vs expected non-vitros result of 0.70 uiu/ml (euthyroid) patient 3 sample 1 vitros tsh results of 0.18 uiu/ml (hyperthyroid) vs expected non-vitros result of 1.85 uiu/ml (euthyroid) patient 4 sample 1 vitros tsh results of 0.49 uiu/ml (euthyroid) vs expected non-vitros result of 1.53 uiu/ml (euthyroid) patient 5 sample 1 vitros tsh results of 0.28 uiu/ml (hyperthyroid) vs expected non-vitros result of 2.99 uiu/ml (euthyroid) biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The lower than expected vitros tsh results were not reported from the laboratory. There was no allegation of patient harm as a result of this event. This report is number three of five mdrs for this event. Five 3500a forms are being submitted for this event as five devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment 613811.

Manufacturer narrative:
The investigation determined that lower than expected vitros tsh results were obtained from samples from five different patients when tested using vitros immunodiagnostics products tsh reagent, lot 7572, on a vitros xt 7600 integrated system. The results were considered lower than expected when compared to non-vitros roche method results using the same samples. The assignable cause of the event is a specific sample interference of biotin. The customer reported that at all five patients were taking supplements containing biotin at the time of the events. As documented in the vitros tsh instructions for use (IFU), known interferences section: "specimens with biotin concentrations up to 2 ng/ml demonstrated a less than or equal to 10% change in results. Biotin concentrations greater than this falsely decrease tsh results for patient samples." Based on this information, the assignable cause of the lower than expected vitros tsh results is the presence of biotin in the patient samples.